Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic wedge resection. The surgeon was using the stapler to wedge the lung. There were no issues firing the reload. At the back table, the surgical tech pressed the articulation while loading a new reload onto the adapter. From that point forward, the surgical tech was unable to close the jaws of the reload. She tried pressing the blue button and resetting to default by pressing both buttons. The tech then removed the adapter and reattached it. She then straightened the reload and was able to remove it from the adapter. The surgical tech loaded a new reload and cycled the instrument. The surgeon used the handle with new reloads to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.